Event description:
Customer reported to beckman coulter, inc. (Bec) that the cc (cartridge chemistry) sample probe of the unicel dxc 600 synchron system was leaking fluid. Customer indicated that fluid from the cc sample probe leaked from the probe and down onto the instrument's drip tray. Customer reported that they found a loose fitting on the top of the cc sample probe. Customer reported that they were able to tighten the fitting at the top of the cc sample probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).